Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to be capable of recognizing and infusing a loaded set. A review of the event history log (ehl) revealed 'improper shutdown!', which displays the next time the pump is powered on after all power sources to the pump were lost. The ehl cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when a set was loaded during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.